Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as use error as the fse observed multiple maintenance issues of the ise module. The fse replaced the reference electrode, ise electrodes and roller pump tubing to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction due to use error was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer reported the generation of an ¿l¿ and ¿!¿ flag from patient samples. Customer stated the quality control (qc) was acceptable. Data flag definitions are as follows: l: result is lower than reference range. !: unable to calculate concentration.